Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "footswitch would only allow functions to move forward" (device operates differently than expected). The patient care director reported that during surgery, the surgeon was using the footswitch to navigate back to a function. The footswitch would only allow functions to move forward. The circulating nurse used the touchscreen to navigate. The case was completed as planned with a 5-10 minute delay. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and found the memory was programmed incorrectly. The memory was reset correctly. The system was then tested and met all product specifications. (B)(4).